Event description:
Multifire scorpion needle device was in use during the procedure. The tip of the device broke off inside the shoulder, but was able to be retrieved arthroscopically. The broken device was retained by the hospital. There was no harm to the patient in this case.